Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set underinfused during infusion. 90 ml of albumine 25% was expected to infuse over 1 hour, but 80 ml was left in the container. There were air bubbles found in the chamber and tubing. The device was used with a novum iq large volume pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.